Event description:
A customer contacted beckman coulter inc (bci) to report the coulter lh 500 hematology analyzer generated erroneous high hemoglobin (hgb) and mean cell hemoglobin concentration (mchc) results for one (1) patient. Instrument printouts were not provided. Therefore, flags / messages could not be evaluated. Erroneous results were not reported out of the lab. Repeated analysis approximately 6 minutes later after additional mixing recovered results that were consistent with patient's previous history. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was drawn in k3 edta, placed on a mechanical rocker for 5 minutes, vortexed for 5 seconds before processing. Sample was run in auto mode and analyzed approximately 11 minutes after sample collection. Controls were run 3 hours prior to and after the event. The unit was performing within qc specifications. Customer declined service. Root cause is unknown based on the information provided.